Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, several clips jammed and would be malformed. The device fired malformed clips that had to be removed (pear shaped). They removed clips several times and continued to use the same device to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # = m93k15. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and it ejected 2 clips; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken. However, it is known from the history of the device that this condition may lead to ejected clip. No conclusion could be reached as to what may have caused the damage found. A batch record review was performed and no anomalies were found during the manufacturing process.